Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: there were multiple cs 078 alarms observed in the black box. The pump was exercised for 24 hours and the cs 078 was not duplicated. Unrelated to the original complaint, the display was dim, faded and discolored. Also unrelated, the battery compartment was cracked. The pump case was removed and internal moisture damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.